Manufacturer narrative:
(B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during pelvic floor reconstruction with uphold lite procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the subject experienced a urinary tract infection and was treated with azo, macrobid, and ceftin.